Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege: suffering serious bodily injuries and has incurred, and continues to incur, medical expenses to treat patient's injuries and condition. Update rec¿d (B)(6) 2012¿ pfs and medical records received. Part/lot was provided. The unknown hip is being changed to a poly liner and the femoral head is being changed for bodily injuries. A correct doi was given. There is no new additional information that would affect the existing MDR decision. The complaint was updated on : (B)(6) 2014.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).